Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Additional device product code corrected from gra to gfa. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the visual inspection has shown that approximately 1mm from the fluted tip section is missing. There were no damages or signs of misuse detected. The cutting tip is still available and the drill bit is not broken as reported. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. This lot of 127 pieces was manufactured in november 2007 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Additional product code: hwe, gra, gff implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: part #310.350 lot. 2307397. Manufacturing location: (B)(4). Manufacturing date: 13.nov.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on receiving loan set from distributor^orthokit centre specialist checked it and found out that drill is broken. No patient involvement. This complaint involves one part. This report is 1 of 1 for (B)(4).